Event description:
Chloraprep is having an adverse effect with the adhesive on the drape. Once they apply the chlorapret the adhesive won't stay down and they are having to add tagaderm to keep it in place.

Event description:
Chloraprep is having an adverse effect with the adhesive on the drape. Once they apply the chlorapret the adhesive won't stay down and they are having to add tagaderm to keep it in place.